Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that during a thr, the surgeon stephen had implanted a tritanium primary shell, however when he tried to impact the 32 10 degree trident liner into the shell, it wouldn't lock in. Another implant from the shelf was used to complete the case and there was only a delay of few minutes.

Manufacturer narrative:
An event regarding seating/locking issue involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: examination of the returned device by an engineer noted the following: damage observed on outer rim of insert consistent with implantation and explantation process. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical information was received. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Customer reported that during a thr, the surgeon stephen had implanted a tritanium primary shell, however when he tried to impact the 32 10 degree trident liner into the shell, it wouldn¿t lock in. Another implant from the shelf was used to complete the case and there was only a delay of few minutes.